Event description:
Report received from elekta instruments indicated that an elekta orbis sigma valve was implanted in a 13 y/o female pt on 5/8/97. The valve stopped working, was explanted on 5/10/97, and replaced. No complications were reported.